Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from the patient¿s left eye nine days post implant due to the lens rotating thirty degrees. Additional information has been requested but has not been received.

Manufacturer narrative:
The reporter indicated that the lens was not available for evaluation. A review of the device history record (DHR) found no nonconformities or anomalies related to this complaint, and there have been no other similar events reported for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, the root cause of this event could not be conclusively determined, however; it is noteworthy to mention that the inserter and viscoelastic utilized in this event are not validated for use with the reported iol. No further actions are deemed necessary at this time necessary at this time.

Event description:
Additional information reported that following an uncomplicated combined procedure (phaco and istent and primary implantation of capsular tension ring (ctr); the patient noticed a decrease in their vision. Immediately (post-op day zero) the intraocular lens (iol) rotated counterclockwise from horizontal to 15 degrees, and 039 degrees at one-week post-op. One-week post-op, the lens was removed and replaced with a lens of a different model. In the surgeon's opinion the most likely cause of the event is unknown as allegedly, he has never seen iol rotation in consecutive eye surgeries. Patient outcome is good. Please refer to medwatch record # 0001313525-2021-00015 for the right eye.